Event description:
Report rec'd of kinked tubing resulting in difficulty administering an IV push medication. The anesthesiologist reported that during anesthetic induction, he had difficulty administering an unspecified dose of propofol. It was reported that an unspecified length of the tubing set which had been taped to the o.r. Table, had kinked; thus, there was no flow of IV medication to the pt. The tape was removed, the tubing straightened and the medication was injected. The delivery of the propofol was delayed, but there were no reported adverse pt effects. Though requested, no add'l info was provided.